Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The product has been returned, the evaluation is currently underway.

Event description:
It was reported that after an ivc filter was deployed, the arms of the filter opened but the legs did not open. The filter was successfully removed using a snare and a competitor's filter was then successfully implanted.